Event description:
The acetabular shell was being used with handle in trialing for implants on total hip replacement. Several small pieces of metal noted when handle broke free while manipulating. Metal shavings removed from surgical site. The left hip area was irrigated with normal saline and bacitracin. There was no apparent injury.